Manufacturer narrative:
All available information was investigated and the reported clip open while establishing final arm angle (efaa) could not be confirmed via returned device analysis. The reported failure to grasp the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opening during efaa. The reported failure to grasp the leaflets appears to be due to the clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and after multiple attempts grasping, a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. A new cds was used to complete the procedure. One clip was implanted reducing mr to 2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.